Event description:
It was reported that a power-on-reset (por) occurred. Device is still in use. No pt. Complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and power on reset parameters were observed. On feb/17/2010, the device recorded a write to locked ram power on reset. Diagnostic information is consistent with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and power on reset parameters were observed. On feb/17/2010, the device recorded a write to locked ram power on reset.